Event description:
The dental implant fx3612swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 9 months after implantation. The doctor noted bone resorption and peri-implantitis during surgery. The patient has medical history of hypertension and diabetes. The patient has recovered without complications.